Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and vasospasm are listed in the emboshield nav6 instruction for use (IFU), as known possible adverse effects potentially associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects of occlusion and vasoconstriction, and the relationship to the product, if any, cannot be determined. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported treatment with medication was related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery (atheromatous stenosis). An emboshield nav 6 was put in place above the lesion and position was verified by angiogram. The 6.0-8.0x40mm acculink stent was deployed and implanted successfully with a normal opening and a little portion in the common carotid artery. Post dilatation was performed with a viatrac balloon and under imaging blood flow was good. The emboshield filter was captured without issues. However, the physician observed that the internal carotid artery had no flow at all. A fibrinolytic medication was administered (actilyse) as the physician suspected a spasm of the internal carotid explaining the no flow. The physician believes the spasm was due to the filter. The spasm spontaneously resolved with routine medication. Immediately after the procedure, the patient woke up confused and it was then decided to do a new procedure the next day. On june 28th, the patient had an intervention to remove the acculink stent to remove the atheroma that was retained in the stent struts and found to be obstructed. It was confirmed that the lesion was well covered by the stent. The procedure was performed under angiography. There was no thrombosis found per the physician. A carotid endarterectomy was performed and the artery wall was closed with a polyurethane patch.